Event description:
It was reported that the customer experienced unexplained high blood glucose, and the customer treated with manual injections. Troubleshooting was performed. The time, date, bolus, basals, and settings were correct. Assisted the customer to run the fixed prime test, and the insulin did exit. Performed the high pressure test, and the test failed twice. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.